Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the literature documented two patients that required revision post-bcr implantation: one patient required revision due to recurrent patellar subluxation following a fall and failed conservative measures. Reportedly, proximal realignment with lateral release was performed without component exchange as the components were ¿appropriately aligned¿. Another patient required a revision approximately 9 months post implantation (and after a failed mua for stiffness at nine weeks post-implantation). It was communicated that this ¿scar forming¿ patient was without infection and the revision resulted in ¿about 100 degrees of flexion¿. Reportedly, the fall precipitated the patellar subluxation and subsequent ¿proximal realignment with lateral release¿(¿revision¿). The mua and subsequent revision was reportedly performed due to ¿extensive arthrofibrosis throughout the knee.¿ without the requested documentation, further root cause assessment could not be performed. The patient impact beyond that which was reported cannot be determined, as the current patient status is unknown. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference: case (B)(4). Tria jr, a. J., bateman, d. K., preston, j. S., & diamond, k. B. (2021). Bicruciate retaining total knee arthroplasty: short-term clinical outcomes using a novel prosthesis. Journal of long-term effects of medical implants, 31(3). Doi: 10.1615/jlongtermeffmedimplants.2021038641.

Event description:
It was reported that on literature review "bicruciate retaining total knee arthroplasty: short-term clinical outcomes using a novel prosthesis" 2 patients suffered from a complication. One patient developed recurrent patellar subluxation after a traumatic fall onto the anterior aspect of his knee after the implantation of a journey ii xr bicruciate total knee. Following failed treatment with conservative measures, the patient was taken for revision surgery for proximal realignment with lateral release. The components were noted to be appropriately aligned and were not exchanged. Another patient underwent manipulation under anesthesia at nine weeks for stiffness and subsequent revision to posterior stabilized tka for extensive arthrofibrosis throughout the knee after the implantation of a journey ii xr bicruciate total knee system. It is unknown which devices were explanted during the revision surgery. Patients outcome is unknown. No further information is available.